Event description:
A report was received that following a permanent trial the patient developed an abscess around his paddle lead. Purulent discharge was noticed at the site of the lead extensions. The lead extensions were cut and the patient was prescribed antibiotics. The physician believes the abscess was device and procedure related. The paddle lead will be explanted.

Manufacturer narrative:
Date of event - (B)(6) 2013.

Manufacturer narrative:
Additional information was received that the wound was isolated to the superficial skin where the lead extensions had exited the patient¿s body. The physician did not see signs of infection around the paddle lead or epidural space. The patient was discharged under the care of an infectious disease team. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device components involved in the event: model # sc-3138-35, serial/lot # (B)(4), description: scs phiii extension 35cm; model # sc-8216-70, serial/lot # (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that following a permanent trial the patient developed an abscess around his paddle lead. Purulent discharge was noticed at the site of the lead extensions. The lead extensions were cut and the patient was prescribed antibiotics. The physician believes the abscess was device and procedure related. The paddle lead will be explanted.